Event description:
Boston scientific received information that the right ventricular (rv) lead and pacemaker exhibited loss of capture and high out of range pacing impedance measurements of greater than 2000 ohms. A fracture was suspected but not able to be confirmed via fluoroscopy imaging. Subsequently a procedure was performed where the rv lead was surgically abandoned and the pacemaker was electively explanted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.